Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, chronic cervicitis, adenomyosis, leiomyoma, tuberculosis, menorrhagia, restless legs syndrome, insomnia, gastroesophageal reflux disease, rheumatoid arthritis, hyperlipidemia, hypertension, cesarean section, esophageal reflux, ankylosing spondylitis, amenorrhea, vaginal discharge, pelvic pain, prolonged heavy periods, parity 3, multi gravida, irregular menstruation and endometriosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2679 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2013. As per mr (B)(6) 2013. Discrepancy noted : removal date. As per argus (B)(6) 2020. As per mr (B)(6) 2020. Left fallopian tube: 3 coils were visible. Right fallopian tube: 3 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: there slight blunted appearance right cornea, but there was no free spill of contrast either side. Impression; radiologically occluded tubes [pathology test] on (B)(6) 2020: pathologic diagnosis: result: uterus, cervix, and bilateral fallopian tubes, resection: - weakly proliferative endometrium with benign endometrial polyp - myometrium with leiomyomata, serosal adhesions, and adenomyosis - benign cervix with chronic cervicitis - benign bilateral fallopian tubes with essure coils. Gross description: at both the right and left cornu's there are essure microcoil's extending into the respective fallopian tubes. Myometrium: up to 1.5 cm in thickness, tan and trabeculated; there is a single 0.7 cm tan-gray intramural whorled nodule right fallopian tube: 5.7 cm long x 0.7 cm in diameter, with a few small scattered paratubal cysts up to 0.2 cm; there is a essure microcoil present in the proximal tube left fallopian tube: 5.7 cm long x 0.3 cm in diameter, within a essure microcoil present in the proximal tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion and removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.